Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the brachial artery. The 89% stenosed, 22mmx2.5mm, eccentric, target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and found the tip of the stent to be deformed. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.